Event description:
This initial spontaneous report was received on (B)(6) 2011 from a respiratory therapist in (B)(6) regarding a (B)(6) male neonate who experienced hypoxia, oxygen saturation decreased and device misuse, while on inomax dsir. Medical history included: birth at 25.3 weeks gestational age on (B)(6) 2011 and persistent pulmonary hypertension. Concomitant medications included: dopamine and morphine IV. Baseline spo2 prior to therapy was 88-98% with fio2 at 60-70% via hfov ventilator. Bedside echo cardiogram on (B)(6) 2011 showed persistent pulmonary hypertension. The pt was administered inomax at 20 ppm (parts per million) on (B)(6) 2011 at 10:00 for the indication of persistent pulmonary hypertension via the inomax dsir and hfov (settings were frequency: 360, amplitude: 24, servo pressure: 2.4, peep: 8, fio2 100% and pip was 32). On (B)(6) 2011 the pt developed a rise in paco2 and relative hypoxemia, thought to be related to a mucus plug, and not considered related to the inomax dsir. In response, the staff disconnected the pt and manually ventilated via the inoblender and the wall oxygen. The pt responded within 5-10 minutes of manual ventilation, returning to a normal spo2 of 90%. During this time the hfjv and inomax dsir were on, but not connected to the pt. The staff had placed the hfjv on pause. When the pt was stable, the staff reached for the vent circuit, turned on the hfjv and received the delivery failure alarm from the inomax dsir. At this point the pt's spo2 dropped to 30-40% while the inomax dsir delivery was interrupted as the staff cycled the machine off and back on again. He was manually bagged back up to baseline spo2 and placed back on the hfjv and the inomax dsir without further incident. The device was working according to specs. The issue was believed to be related to continuous operation of the hfjv and inomax dsir despite not being attached to the pt. The inoblender system for manual ventilation worked as desired. The initial gas exchange deterioration was clinically considered unrelated to the inomax dsir. The process for rebooting while the pt was connected resulted in the low spo2 event with potential harm to the pt. An explanation was given for the problem of using the inoblender while the ventilator continued ventilating the room. This is an educational issue that will be discussed further with the staff. The reporter stated the pt recovered to baseline spo2. Inomax was continued to (B)(6) 2011. Company comment dated (B)(6) 2011: while a change in response to ino therapy, or a change in ino therapy delivery, cannot be excluded as having contributed to the initial event of hypoxemia, the clinical bedside assessment favored a mucus plug as the causal factor. The later o2 desaturation is judged as related to the disruption of therapy that occurred during a reboot of the dsir system, and is a listed event with withdrawal in ino therapy.

Manufacturer narrative:
On (B)(6) 2011 a respiratory therapist reported that inomax dsir device # (B)(4) alarmed delivery failure while on a pt ((B)(6)). Eval summary: the inomax dsir was successfully troubleshot via phone. It was not necessary to return the device for service eval since it was found to function correctly when operated correctly by the user. The inomax dsir remained connected to the jet ventilator and was delivering inomax to the ventilator circuit to maintain the dialed in dose while the pt was successfully ventilated using the backup inoblender, dealing with the probable mucous plug. The inomax dsir and jet ventilator system should have been functionally tested before placing back on the pt. Since this was not done, the inomax dsir detected the increased inomax level in the ventilator circuit and interrupted inomax delivery, per design. When the inomax dsir was power cycled, the inomax concentration in the jet ventilator circuit had sufficient time to clear and the inomax dsir device performed to specs and was returned to use on the pt. The root cause for this incident was user error. This is and educational issue that will be discussed further with the staff.